Manufacturer narrative:
Lab analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion and opening) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "implant exchange from textured to smooth". Healthcare professional then reported "severe capsular contracture" and then confirmed "baker grade IV". This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued e1 -- alternate email addresses: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "implant exchange from textured to smooth". Healthcare professional then reported "severe capsular contracture" and then confirmed "baker grade IV". This record is for the left side. Device was explanted.